Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit failed the safety valve test. The manufacture's technical support (ts) advised customer to try a leak tight circuit and rerun the extended self-test (est). The customer reported that the unit failed short self test (sst) with an error code message of patient circuit leak. The customer stated that the unit would not pressurize. With 2 lpm of air set, safety valve was closed and the gas outlet port was blocked, customer only got 7 cm of pressure. The customer connected the oxygen and no changes were made. The customer reported there was no patient involvement.

Manufacturer narrative:
Unable to obtain any additional information. This record will be reopen upon the receipt of additional information.